Event description:
Per mother of user: daughter, age 13, tried product with a friend on the evening of 11/23/96. She has a history of heavy menstrual cramping and flow, she wore the cup for 1.5 hours on a heavy flow day. She complained of extreme cramping so mother gave her vicadin for her cramping (prescription from a previous doctor). User got shaky and nauseous after taking the vicadin so after a call to a hot line, mother took user to hosp with low blood pressure. Mother stated that useer was hooked up to a heart monitor and IV. Dr told mother that it was an allergic reaction. Mother refuses to to send medical record because it upsets user. Event info keeps changing at every discussion. Medical history: allergic to codeine, darvon, milk. No medical or hosp reports have been rec'd. At this time co's unable to confirm this event.